Event description:
It was reported that the safety clamp remained open when the pump module door was opened to remove the tubing. The event occurred at approximately 0310. As a result, the patient was bloused with insulin by gravity for approximately 8-10 seconds. The event occurred as the nurse took out the insulin drip tubing from the pump module in preparation for tubing change and the safety clamp on the tubing was not activated. The patient's blood sugar dropped to "63". The insulin drip was discontinued. At 0318, the patient received 6.25g d50w intravenously. At 0348, the patient's blood sugar was "80" and another 6.25g d50w was given at 0349. At 0422, the patient's blood sugar was "111". Received a copy of the customer's med watch report from FDA which states, ¿nurse took insulin drip tubing out of alans pump in preparation for tubing change. Safety clamp on alans pump tubing did not activate. Insulin drip infused into patient by gravity for approximately8-10 seconds. The spot where the clamp on the tubing sits may be broken. We had a bunch of these incidences happen in the past. My nurse said that the clamp remained open when removing the insulin tubing and the patient was bloused with insulin (dextrose required). I took the module and have it in my office. My educator and I were able to replicate this several times. If the clamp isn't clamped on removal it allows for free flow of meds. Let me know what you want me to do with the pump.

Event description:
It was reported that the safety clamp remained open when the pump module door was opened to remove the tubing. The event occurred at approximately 0310. As a result, the patient was bloused with insulin by gravity for approximately 8-10 seconds. The event occurred as the nurse took out the insulin drip tubing from the pump module in preparation for tubing change and the safety clamp on the tubing was not activated. The patient's blood sugar dropped to "63". The insulin drip was discontinued. At 0318, the patient received 6.25g d50w intravenously. At 0348, the patient's blood sugar was "80" and another 6.25g d50w was given at 0349. At 0422, the patient's blood sugar was "111". Received a copy of the customer's med watch report from FDA which states, ¿nurse took insulin drip tubing out of alans pump in preparation for tubing change. Safety clamp on alans pump tubing did not activate. Insulin drip infused into patient by gravity for approximately 8-10 seconds. The spot where the clamp on the tubing sits may be broken. We had a bunch of these incidences happen in the past. My nurse said that the clamp remained open when removing the insulin tubing and the patient was bloused with insulin (dextrose required). I took the module and have it in my office. My educator and I were able to replicate this several times. If the clamp isn't clamped on removal it allows for free flow of meds. Let me know what you want me to do with the pump.

Manufacturer narrative:
Concomitant medical products (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.